Event description:
Customer alleges when lift goes to the maximum extension down, the lift automatically starts raising up. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpa450-1, (B)(4) is approximately 5 years 5 months old. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The lift is used in a nursing home, (B)(6). The facility stated that when the lift goes to maximum extension down the lift will automatically start rising up. A replacement pendant was received by the facility and the lift is operating correctly. No injury alleged.